Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient went to the outpatient clinic on (B)(6) 2019. The patient recharged the ins regularly. Over the last few weeks, the patient has had increasingly poor contact with the ins; eventually contact was lost completely and pain continued to increase. When checking, it was not possible to make contact, neither with the patient´s handset nor with the charger nor with the doctor's programmer. Multiple attempts to make contact via special restart even in case of possible deep discharge and even when using different programming devices, were unsuccessful. Therefore, the decision was made for a replacement of the ins. This took place on (B)(6) 2019.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the ins could not be recharged. Deep discharged was questioned. It was questioned that falls contributed to the event. Diagnostics/troubleshooting was performed. The ins could not be charged in physician mode. The ins was replaced. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for ins revealed battery had reduced capacity due to overdischarge. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 62. The typical recharge coupling shown on the 8840 physician programmer was 50-88% (4 to 7 bars). The recharge session performed by the rpa lab was able to achieve 8 bars (100%) coupling. The battery was discharged and went into the lock mode on (B)(6) 2019. Therapy was restored on (B)(6) 2019. The battery discharged again and went into the lock mode on (B)(6) 2019. Therapy was restored by the analysis department. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good ins, indicating that this ins is working correctly with a recharger. If information is provided in the future, a supplemental report will be issued.